Event description:
It was reported that when the pump started beeping, the patient thought it might have been some of her husband¿s equipment. The patient¿s battery died by the next day which was 2015 (B)(6). The patient called their healthcare provider (hcp) who stated the battery was dead. The patient went to the hcp on 2015 (B)(6) who did not turn off the alarm and the battery kept beeping once an hour and at the time of report it was beeping every minute. At the time of report, the pump stopped beeping a half hour prior. It was noted that the alarm was a single tone alarm. The patient was waiting for insurance approval for a pump replacement. The patient read telemetry printout from 2014 (B)(6), which included an estimated eri (early replacement indicator) in 2 months and a non-critical alarm interval of 1 hour. The patient had been taking oral medicine since 2015 (B)(6). The patient had not been experiencing any symptoms. The patient was taking too much oral baclofen in (B)(6) 2015 and was breathing too fast, so the patient decreased the oral medicine which resolved the fast breathing issue. The patient lowered their oral medication a little bit more by choice. The pump was used to infuse baclofen (concentration 2000 ¿g/day, daily dose 494 ¿g/day).

Manufacturer narrative:
Product ID 8703w, lot# l52353, implanted: 1998 (B)(6); product type catheter. (B)(4).